Manufacturer narrative:
An isi field service engineer (fse) was requested to investigate the reported event. Fse serviced the system and the part that was replaced with this complaint is a field scrap item and will not be returning to isi for further investigation. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were multiple instances of error 30 and an 802 error. An isi technical support engineer (tse) had the customer shutdown the system and perform a hard restart. The 802 error, pointing to patient side cart (psc) battery problem, was cleared after the system booted up; however, the customer continued to have error 30. The customer contacted technical support again when docking to troubleshoot non-recoverable errors 281 and 307. The tse reviewed error logs and found errors pointing to armnet 4. The tse had the customer try several system restarts of both the psc and the vision side cart (vsc) ; however, the issue persisted. The customer was unable to recover error 307. The procedure was converted to another da vinci system and completed with no reported injury. An isi field service engineer (fse) went on site and investigated the reported event. The system was powered on in normal mode and homed successfully with no errors. Within a few minutes after powering up the system, error 25596 was generated on armnet 4. Fse powered down the system and replaced the sujx internal harness. The system was power cycled, and error 802 occurred. The fse then cycled the breaker on the psc battery, reseated cables and components, and performed calibrations. The system then powered up and homed with no errors. The system was tested and verified as ready for use.